Manufacturer narrative:
Calibration data was acceptable. One level of quality control was outside of range on the day of the event, but it was acceptable upon rerun. The other quality control level was acceptable. Upon review of the alarm trace, no relevant alarms were observed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were requested, but not provided. The field service engineer determined that tubing was misadjusted by the customer, causing a system reagent to not be dispensed. The tubing was adjusted properly. Ise checks were performed without error. Calibration, controls, and precision studies were successful. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the k electrode and a second patient sample tested with the na electrode on a cobas 8000 ise module. The customer stated they received an ion-selective electrode (ise) voltage error on the analyzer and ise controls were outside of range. An ise check was performed and an error was received. The customer repeated testing for patient samples and two samples had discrepant values. The repeat values were deemed correct. The first patient sample initially resulted in a k value of 4.6 mmol/l and it repeated as 3.9 mmol/l. The second patient sample initially resulted in a na value of 152 mmol/l and it repeated as 143 mmol/l.